Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat pelvic organ prolapse. It was reported that the patient had the following concurrent procedures: posterior repair, repair of enterocele, and perineorrhaphy performed during mesh implantation. It was reported that patient underwent the following procedures: in (B)(6) 2010 the patient underwent in office trimming. On (B)(6) 2010 the patient underwent revision/removal.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Additional information. Patient codes: (B)(4) - vaginismus additional narrative: it was reported that following insertion the patient experienced dyspareunia and vaginismus.